Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappeared, which the caller acknowledged.